Event description:
It was reported that the reactiv8 system was explanted due to possible adverse reaction to the implanted device. Reportedly, before the device explant, the patient contracted an infection at an undetermined date and was hospitalized. It is unknown if the infection was from the reactiv8 implant procedure or device-related). At that time, the patient reportedly had a peripherally inserted central catheter line, and antibiotics were administered for six weeks. The implanting doctor and infectious disease doctors elected to explant the device as a process of elimination. At the time of explantation, it was reported that the leads and implantable pulse generator (ipg) did not appear infected. A sample culture from the incision site and the devices were taken for culture. The results were not disclosed to mainstay medical. The device was explanted without any complications.

Manufacturer narrative:
Mml # (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Therefore, no device analysis can be performed. However, the device history record was reviewed. No relevant nonconformances were found.

Event description:
It was reported that the reactiv8 system was explanted due to possible adverse reaction to the implanted device. Reportedly, before the device explant, the patient contracted an infection at an undetermined date and was hospitalized. It is unknown if the infection was from the reactiv8 implant procedure or device-related). At that time, the patient reportedly had a peripherally inserted central catheter line, and antibiotics were administered for six weeks. The implanting doctor and infectious disease doctors elected to explant the device as a process of elimination. At the time of explantation, it was reported that the leads and implantable pulse generator (ipg) did not appear infected. A sample culture from the incision site and the devices were taken for culture. The results were not disclosed to mainstay medical. The device was explanted without any complications.